Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and pacing not delivered when required. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.